Event description:
During tavr procedure in the cardiac cath lab, balloon ruptured when inflating. The tip of the delivery system fractured then traveled into the abdominal aorta and was irretrievable. Upon the second valve deployment, the balloon gain ruptured. Pt became hemodynamically unstable and required defibrillation and CPR. Pt was then stabilized and sent to ICU. Pt suffered embolic stroke 48 hours after procedure. Pt subsequently passed on (B)(6) 2014.